Event description:
It was reported by the fse that during performing fsca of cardiosave intra-aortic balloon pump(iabp) iabp power management board 2023 - stage 2 (hw correction) it was found out by the service engineer that 2 pcs of power management board from their inventory are defective and considered as out of box failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.